Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on october 15, 2021.

Manufacturer narrative:
This report is submitted on august 4, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.